Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 years 7 months post implant of this 33 mm mitral annuloplasty band was explanted and replaced with 35 mm mitral annuloplasty ring for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that this 33 mm mitral annuloplasty band was explanted and replaced with 35 mm mitral annulo plasty ring due to severe mitral regurgitation. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.